Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Were you able to identify where the leak was coming from? Was a device inserted in the trocar during the leaking? If so, what device? Was any torque being applied to the trocar or device?

Manufacturer narrative:
(B)(4). The analysis results found that the d5lt device (a) was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the cb5lt device (b) was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # unk, expiration date: unk, manufacturing date: unk.

Event description:
It was reported that during an unknown procedure, the two 5mm ports were positioned and were found to be leaking gas throughout the case. This caused no adverse effect but was an annoyance to the surgeon throughout the case. Another device was used to complete the procedure. There were no adverse consequences for the patient.